Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/11/2015 with the following findings: investigation found no pump malfunction. Review of the pump¿s black box revealed no abnormal pump behavior. The total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 above 600 mg/dl with polydipsia, polyuria, nausea, vomiting, and confusion. It was reported the patient was hospitalized and treated with insulin via injection and had discontinued pump therapy. The reported noted the patient unintentionally updated the pump¿s settings prior to the alleged health event. There was no indication or allegation of pump malfunction. This complaint is being reported because the alleged hyperglycemia was related to a pump use error.